Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous vessel. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use in a vascular access intervention therapy (vaivt). During the second inflation, the balloon ruptured. The device was removed using normal method without issue and a damage was observed on the device. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous vessel. A 5.0mmx40mmx135cm (4f) sterling balloon was selected for use in a vascular access intervention therapy (vaivt). During the second inflation, the balloon ruptured. The device was removed using normal method without issue and a damage was observed on the device. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
H6 - evaluation conclusion codes corrected.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous vessel. A 5.0mmx40mmx135cm (4f) sterling balloon was selected for use in a vascular access intervention therapy (vaivt). During the second inflation, the balloon ruptured. The device was removed using normal method without issue and a damage was observed on the device. The procedure was completed with another of the same device. There were no patient complications as a result of this event.